Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent CT revealed that the bifurcated talent stent graft has migrated significantly distally with a proximal type I endoleak present. The aneurysm has enlarged. The physician stated that the cause of the migration was related to the patient¿s anatomy, disease progression of unhealthy tissue. No clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.